Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had user has a ER pyxis their keyboard is malfunctioning and some of the keys are not detecting when inputting. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed with the customer that the issue was resolved, and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, in the emergency room, the user's pyxis keyboard was malfunctioning, and some of the keys were not being detected during input. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.